Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 19.0 diopter intraocular lens (iol) was explanted from the patient's left eye and replaced with a non-amo lens. No additional information was provided.

Manufacturer narrative:
Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/22/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints search revealed that no similar complaints were received for this production order number. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.